Manufacturer narrative:
The patient archive from the procedure was sent to medtronic for evaluation. It was reported that the archive was missing a slice of data. It was noted that planning data was not included with the information.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the surgeon found his post op CT plan to be approximately 13 mm off the original plan. There was no impact to patient. There was no reported delay to the procedure due to this issue.